Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is ruptured implant. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an "implant rupture." Affected side unknown. Explant status is unknown. The manufacturer of the device is unknown.